Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a hyperglycemic event was reported. The patient¿s sister stated that on (B)(6) 2018, the patient was at school and was unable to view their glucose reading due to the system displaying an error reading symbol. The patient also could not view values from their insulin pump and the school nurse contacted the patient¿s parents to inform them that the patient would need to manually check their blood glucose (bg) values. When the patient got home, the values were still not displaying, and the patient contacted the nurse asking if the sensor needed to be replaced. The school nurse advised the patient that if the reading did not return, then they should remove the sensor. It was indicated that the sensor was removed on (B)(6) 2018 due to no values returning on the dexcom. On (B)(6) 2018, the patient experienced a hyperglycemic event. The patient woke up and was not feeling well. They were vomiting and were taken to the hospital by their sister and was assisted by the endocrinologist. It was indicated that while the patient was at the hospital, the nurses tried to insert 3 sensors and had to remove each of them due to having a sensor error. After the patient¿s bg values came down, another sensor session was started and was successful. The patient was released from the hospital on (B)(6) 2018. There was no allegation against the dexcom system. The patient as not wearing the device at the time of event. At the time of contact, the patient was in stable condition.